Event description:
It was reported that images were not able to be saved on the 9800 system. Also the system lost images. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The hard drive and x-ray control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.